Event description:
It was reported that the patient with this right ventricular (rv) lead was taken to the hospital due to loss of consciousness and had a heart rate of 30 beats per minute. The patient was checked through an x-ray, and it was confirmed that the rv lead conductor was fractured and exhibited high impedance out of range. A new rv lead with a different model was placed. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this right ventricular (rv) lead was taken to the hospital due to loss of consciousness and had a heart rate of 30 beats per minute. The patient was checked through an x-ray, and it was confirmed that the rv lead conductor was fractured and exhibited high impedance out of range. A new rv lead with a different model was placed. No additional adverse patient effects were reported. The explanted lead was discarded at the hospital.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code (B)(6). A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. The lead was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.